Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient received a shock while working in the yard. It was reported that t-wave oversensing was seen intermittently. It was later reported that the lv lead had high thresholds, and the lead remains in use. The device was reported to have reached elective replacement indicator early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received a shock while working in the yard. It was reported that t-wave oversensing was seen intermittently. The lead remains in use. It was later reported that the lv lead had high thresholds, and the lead remains in use. The device was reported to have reached elective replacement indicator early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A correction has been made on the device (B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
The patient received shocks due to t-wave oversensing. The device sensitivity was reprogrammed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary: (B)(4) - product performance information was obtained, analyzed, and oversensing was noted. One ventricular non-sustained episode at 170ms occurred on (B)(6) 2011.

Event description:
It was reported that t-wave oversensing was seen intermittently. The lead and device remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient received a shock while working in the yard. It was reported that t-wave oversensing was seen intermittently. It was later reported that the lv lead had high thresholds, and the lead remains in use. The device was reported to have reached elective replacement indicator early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.